Event description:
It was reported that the programmer was not turning on, and there were error messages. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to duplicate the error message during programmer power up, however, error log confirms error occurred and prevented device from turning on to an operational screen. Programmer needs to have the link electronic module (lem) circuit board replaced and calibrated and software reloaded to resolve error issue. It was also noted that the programmer had been exposed to moisture as widespread internal corrosion was found in device, the power cord bay door was damaged, the display case was very worn.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).